Manufacturer narrative:
The device has not been returned for evaluation. Films were provided which show the nail is broken approximately halfway up the shaft.

Event description:
Allegedly, the patient underwent a surgical procedure on the left foot. Approximately 4 months post-op after suffering pain and swelling, it was discovered that the nail had broken at "3.6 cm above the ankle joint" via x-ray. The film also shows pronounced fragmentation and disorganization of the ankle suggestive of a charcot joint. The patient " had to endure immense pain and suffering, emotional distress, many months of confinement in a nursing home."